Event description:
Qc technician reports injury to his left hand from a piece of glass when activating the directcheck quality control. He was evaluated at the local hospital. No report of serious injury.

Manufacturer narrative:
(B)(4).